Event description:
It was reported that during surgery on an (B)(6) 2024, handle not functioning properly. The handle was not ratcheting, allowing the dermacarrier to not cinch under the cutter properly to penetrate the skin. There was a patient involved, there was a one-hour delay in the procedure, and an additional graft was harvested. Due diligence information complete. No additional information available

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Additional report: mdr363972. Mesher: review of the most recent repair record determined the unit failed the test cut, the calibration was out of specification, the ratchet was not working properly and the bottom roll was damaged from the ratchet. The ratchet, bottom roll and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.